Event description:
Home patient (hp) reports leak in patient extension line noted during treatment on homechoice device. Hp reportedly ended treatment and restarted with new supplies with assistance from baxter technician. No patient injury or medical intervention required per hp.